Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of fluid leak is confirmed and was determined to be use related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed blood residue on the sample. A 12ml syringe of water was used to flush the sample and no leaks were observed. The catheter was then clamped just above the valve and pressurized again. Three small leaks were observed between the 17 and 19 cm depth markers. A microscopic observation revealed small scratches and holes throughout the surface of the catheter between the 16 and 22 cm depth markers. The sample was bifurcated to examine the inner walls of the catheter. Small holes were observed on the inner surface between the 17 and 19 cm depth markers of the sample. Impressions were also observed on the inner surface near the 21 cm depth marker, indicating stylet damage. The evidence observed suggests the damage was most-likely mechanical damage caused by manipulation of the catheter with metallic instruments while the stiffening stylet was still inserted. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of rezg2245 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported by nurse that during the procedure, the catheter was being placed by healthcare professional under ultrasound. Catheter was being flushed and ruptured, liquid began to leak. A new catheter with code 7617405, was used and placement was completed. On (B)(6) 2016 - leaks were found in the subcutaneous region.